Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. Although it is noted that the events of cardiogenic shock and death are listed in the product's instructions for use (IFU) as known adverse events associated with device use, the physician reported that they did not feel that the synergy megatron device contributed to the patient death. The complaint did not report any device malfunctions which could have contributed to the complaint event.

Event description:
It was reported that the patient died. A 4.00 x 24 synergy megatron was selected for use. After the procedure, despite being provided medications, the patient went into cardiogenic shock and died.

Event description:
It was reported that the patient died. A 4.00 x 24 synergy megatron was selected for use. After the procedure, despite being provided medications, the patient went into cardiogenic shock and died.